Event description:
Report received that the proximal clave port on the primary IV set would not accept a secondary IV set. The tubing was set up on the patient and was ifnusing an unspecified IV solution without difficulty. The nurse reported that she could not connect a secondary IV set to the proximal clave port due to a "vacuum" or some type of pressure that prevented the connection. The nurse connected the secondary IV set to the distal clave port without difficulty and delivered the infusion of 5fu without further difficulty. There was no adverse patient event and no delay in therapy reported. Though requested, no additional information was available.